Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure that clips malformed for the second through fifth clipping. It was found that it did not clip correctly and also the elementary part was too tight to close. Also there was a bruise on the cystic duct when the malformed clip removed. Another device was used to complete the case. There were no adverse consequences to the pt.